Event description:
The customer reported being hospitalized for a week due to diabetes ketoacidosis. The blood glucose reading was over 300 mg/dl. The customer stated that she began vomiting and ended up in the hospital for high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.